Manufacturer narrative:
H3. Device received for evaluation, but evaluation not yet complete. Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient did not remember if they had an MRI.

Manufacturer narrative:
H3. Analysis of the 8780 catheter body found a user related hole. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6)2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-dec-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (5 mg/ml at 0.0315 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that in (B)(6) 2024 the patient had lumbar surgery unrelated to their pump therapy/devices. By (B)(6) 2024, the patient had developed a pocket of fluid which was tested and was positive for dilaudid. The patient went to their pain management office on (B)(6) and the pump was turned to minimum rate. On (B)(6) 2025, the patient was taken to surgery for hardware removal and a large amount of fluid (somewhere between 200 ml-300 ml) was discovered after the incision was made. The surgeon could visibly see where the catheter was fractured, and csf (cerebrospinal fluid) was actively leaking from the catheter. The fracture was at the proximal end of the anchor. The surgeon replaced the distal end of the spinal segment and connect it to the remaining spinal segment. The procedure was concluded after successful aspiration from the cap (catheter access port). With regards to any environmental, external, or patient factors that may have led or contributed to the issue it was noted that the patient had the lumbar surgery in (B)(6) 2024 when they believe the catheter was compromised. The issue was noted to be resolved at the time of the report, and it was indicated that the healthcare provider had no further information to provide regarding the event. On the date of the procedure, the pump logs showed that the pump stalled (B)(6)2024 at 2:11 pm and recovered on (B)(6)2024 at 2:49 pm. Additional information was received from a healthcare provider who reported that following the procedure, they had given the patient narcotics but had been unable to get their pain under control. The caller stated that they had not been able to reach the patient¿s managing healthcare provider, so they were requesting assistance in having the pump turned on/up.